Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
This 3i product was discarded by the dentist, therefore unable to do a physical investigation. No lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.